Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other antigen testing. Additional consumer events were communicated days later which are captured on separate reports. The additional testing information is captured in relevant tests/laboratory data.